Event description:
A report was received that the patient was experiencing discharge from the midline incision site. The patient underwent a wound debridement as the wound had opened up and the physician washed it out with hydrogen peroxide and betadine. The wound was closed and nothing was explanted. The physician prescribed the patient antibiotics. The physician cannot determine whether the infection is device or procedure related. The patient is now recovering.

Event description:
A report was received that the patient was experiencing discharge from the midline incision site. The patient underwent a wound debridement as the wound had opened up and the physician washed it out with hydrogen peroxide and betadine. The wound was closed and nothing was explanted. The physician prescribed the patient antibiotics. The physician cannot determine whether the infection is device or procedure related. The patient is now recovering.

Manufacturer narrative:
Additional suspect medical device components involved: model #: sc-2136-70, serial/lot #: (B)(4), description: infinion 70 cm lead kit; model #: sc-3400-30, serial/lot #: (B)(4), description: infinion splitter 2x8 kit (30 cm). It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.